Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per sorin, the patient with this lead received an inappropriate shock caused by noise. The physician capped the pace/sense portion of this lead and replaced it. The implant date was not provided.